Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 20 mmol/l (360 mg/dl) while wearing the pod on the abdomen for between 1 and 4 hours. Symptoms reported include ketones and nearly fainting. The patient was treated with insulin utilizing intravenous therapy. The pod was discarded. The patient switched to multiple daily injections for insulin delivery.